Manufacturer narrative:
Patient's date of birth unk. Patient's weight unk. Patient's ethnicity/race unk. Relevant tests/laboratory data unk. Other relevant history unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv) and a left ventricular (lv) lead due to cied system/pocket infection. The rv lead was a recalled riata lead with externalized (deformed) cables. Spectranetics lead locking devices (llds) were inserted into each lead but position was suboptimal, not reaching the distal tip of any lead. Despite this, the ra and lv leads were successfully removed using a spectranetics 14f glidelight laser sheath and a spectranetics 11f tightrail rotating dilator sheath, noting calcified lesions on both leads. The rv cable externalization was noted pre-case on the lead segment between the lead's two ICD coils, so a cook medical bulldog lead extender was also applied to this rv lead. Using multiple spectranetics devices (the last device in use being a 16f glidelight), the physician was able to get over the lead's superior vena cava (svc) coil, through the svc region and into the rv without injury. He met stalled progress at the place where the riata cables were externalized. Eventually he was able to progress over the externalization and advanced a few centimeters from the lead's distal tip. The lead's tip would not release and while the physician was planning to lase one last time, the patient's blood pressure dropped rapidly. Rescue efforts began immediately, including rescue balloon, pump and sternotomy. A perforation in the rv free wall was discovered, about the size of the tip of the 16f glidelight device. The repair was successful and the patient survived the procedure. The physician believed that when he was trying to pull on the lead to get over the externalized cables, the force of getting over the cables led to downward pressure with the 16f glidelight device, resulting in injury to the rv chamber. This report captures the 16f glidelight device in use when the rv perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.